Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 were used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician had a problem with rotating a plastic spool, there was a problem with the trip wire, and the two bands slipped off the varix. Additionally, the same problem occurred on the other speedband superview super 7. The procedure was completed with this device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Note: it was reported that the physician took up the slack by turning the knob; however, per the IFU, take up slack by pulling proximal end of trip wire on handle unit.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that two speedband superview super 7 were used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, the physician had a problem with rotating a plastic spool, there was a problem with the trip wire, and the two bands slipped off the varix. Additionally, the same problem occurred on the other speedband superview super 7. The procedure was completed with this device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the trip wire was not secured in the slot on the handle unit; however, per the instructions for use (IFU), secure trip wire in slot on handle unit. Note: it was reported that the physician removed the ligator shrink wrap earlier in the set-up process, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. Note: it was reported that the physician took up the slack by turning the knob; however, per the IFU, take up slack by pulling proximal end of trip wire on handle unit. Additional information received on september 2, 2024: the anatomy location is the esophagus.

Manufacturer narrative:
Block h2 (correction): block b5 has been corrected. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the ligator housing was not returned. Only the handle was returned, and it was found damaged. Also, it has evidence that the trip wire was not secured, and it wasn't pulled up to take up the rest of the slack. No other problems with the device were noted. The reported event of the device being damaged/defective was confirmed; however, the band falling off the varix was not confirmed. Upon analysis, it was observed that the handle had evidence that the trip wire was not secured, and it wasn't pulled up to take up the rest of the slack. Also, the physician did not follow the instructions mentioned in the dfu. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Also, the handle was found damaged. It is possible that the damage found in the handle occurred due to procedural factors such as excess force or the manner in which the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h2 (additional information): block b5, block e1 (initial reporter first name, initial reporter last name, initial reporter phone) and block e3 (occupation) have been updated based on the additional information received on september 2, 2024.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same patient and procedure. Procedure summary: it was reported to boston scientific corporation that two speedband superview super 7 were used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2024. Event summary: during the procedure, the physician had a problem with rotating a plastic spool, there was a problem with the trip wire, and the two bands slipped off the varix. Additionally, the same problem occurred on the other speedband superview super 7. The procedure was completed with this device. It was noted that there was no difficulty experienced upon setting up the device. Patient status: there were no patient complications reported as a result of this event. Additional information received on september 2, 2024: the anatomy location is the esophagus.